Event description:
It was reported that the head of the screwdriver shaft sheared off during the implantation of product 338624.

Manufacturer narrative:
Evaluation summary: the reported event that the screwdriver broke could be confirmed since the returned device matches the reported failure. It was reported that the head of the screwdriver shaft sheared off during the implantation of product (B)(4). This screw is not an asnis screw but a standard screw for which some screwdriver were designed. The op tech ltsfst rev 1 sps small optech ((B)(4)) was reviewed: screwdriver to use with a screw (B)(4) is specified. The review shows these screwdrivers are solid and not cannulated. Based on investigation, the root cause of the determined breakage was attributed to a user related issue. The breakage was caused by a misuse (wrong device used and too much force applied on the device during screwing). The labeling was reviewed and specifies all precautions to take during the surgery. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. Indications for any material, manufacturing or design related problems were not determined in the investigation.

Event description:
It was reported that the head of the screwdriver shaft sheared off during the implantation of product 338624.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.